Event description:
It was reported that high pacing impedance and loss of capture was observed on the left ventricular (lv) lead. The lv lead was explanted replaced to resolve the event and the patient was in stable condition.